Manufacturer narrative:
The involved device has not been returned to the user facility for evaluation and the production lot number and product code is not known. Therefore, a meaningful evaluation of retention samples, device history records and complaint files could not be conducted. The customer reported a similar event for the tr band device. See MDR number 118880-2016-00034 for details. There is no evidence that this event was related to a device defect or malfunction. Based on the available information, the relationship between the reported arm tightness the patient experienced and the use of the actual tr band cannot be clarified and the definitive cause of this complaint cannot be determined. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following; "this is a compression device to assist hemostasis of the radial artery after a transradial procedure. Depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain or numbness may occur. Check the progress of the homeostasis and adjust the air pressure accordingly. If there is itching or redness of the skin while compression, stop using and treat appropriately." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actural device not returned

Event description:
The user facility reported that a tr band device was used in an event. Follow up communication with the user facility confirmed the following information: radial approach was used and failed. Ulnar approach was then used with a 5fr. Inr > 2.0. The patient had arm tightness. Compressed in the lab. The procedure was completed with no further issues. The patient was reported in stable condition.